Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had been hit at the device pocket by a shopping cart at the beginning of (B)(6) 2011. The patient was feeling stimulation following the event, but was unable to recharge due to the swelling. The patient was seen by the healthcare provider (hcp) on (B)(6) 2011 as she no longer felt stimulation and the device was unresponsive to any telemetry. The hcp conducted a physician mode recharge (pmr) to elicit a power on reset (por) to occur. The patient was then able to recharge the device to 100%. The patient reported a "call your doctor" message while charging and the device was deleted the following day, (B)(6) 2011. On (B)(6) 2011, the patient called emergency services to her home due to extreme pain, spasms in her arms and upper body. The patient was being shocked by the device and could not turn it off. The patient was given valium. The patient was brought to the emergency room and interrogation showed the device was off, although the patient was clearly being overstimulated as her arms were thrashing. The device was toggled on and the patient immediately noticed a decrease in her pain. The device was then turned off and the patient was much more comfortable after the device was turned off. The patient noted she was able to feel the stimulation turn off and relax. The por appeared to still be in place upon interrogation while the patient was receiving uncomfortable stimulation, although no stimulation would be delivered if the device is in a por state. The patient had an appointment with the hcp on (B)(6) 2011 to discuss options including system explant. Additional information has been requested; a follow up report will be submitted if additional information becomes available.